Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and wound dehiscence.

Event description:
Patient reported unknown side "painful, maybe contracture", "a wound that kept opening", "implant is very lumpy and in places feels like bubbles", and "outer shell integrity is faulty". Patient also reported "mental and physical damage", "deformed ear lobes" and "two-inch hard lumpy scar"; these events are not device related. Patient referenced online article which reported healthcare professional noted damage was because her ¿skin was too thin¿; 'but plastic surgeon noted scars are the result of ¿poor technique¿. Device has been explanted.